Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/v. Healthcare professional also reported crease/folding via rga. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and crease folding of the implant.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/v. Healthcare professional also reported, crease/folding via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: was observed, in the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed, deformation is observed, wear abrasion is observed. No further actions are required as the device was implanted.